Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for occipital neuralgia and cervical/neck. The patient reported that her implant from 2009 was at end of service (eos) for a long time before it was supposed to be eos. The patient thought it was at eos because she was affected by security devices or something. The patient reported that she was able to still charge for 1-2 months after eos came up, but the implant wasn¿t working. The patient understood that her implant was at the 9 year mark, so it was time for eos but she said it came up before it should and then she was able to charge it for 1-2 months past the 9 year date. No further complications were reported. On (B)(6) 2018: no new information.